Manufacturer narrative:
Investigation: it was reported by the customer that the product is leaking. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed. A device history record review for model mz1000-07 lot number 24045596 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: mz1000-07 batch #: unknown it was reported by the customer that they recently changed claves to attach to ivs. We in pet CT and nm are having issues with radioactive tracer spills from these new claves despite taking extra care with them. Additional information received on 31-jul-2024 was there any crack or damage to the product while using? No, but it leaks radioactive isotope when being used in imaging areas putting staff at risk. What is the lot number? I do not have this information was there any delay in procedure due to this event? I do not have this information no delays however increased radiation exposure to staff and imaging contamination due to leaky claves.